Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported broken bending section and issue could not be determined, however, the issue was likely the result of excessive twisting torque applied to the bending section due to user handling/mishandling. The event may be detected/prevented by following the instructions for use which states: chapter 3 preparation and inspection:3.1 the workflow of preparation and inspection the workflow of preparation and inspection. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5,¿troubleshooting¿. If the endoscope malfunctions, do not use it. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the uretero-reno videoscope had a damaged connecting tube. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the a broken bending section that showed a significant metal exposure and a large perforation of the bending section cover was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a corroded control unit due to moisture penetration, a cracked m plug 8p, and switch 1 and 4 didn't operate which caused a short circuit in the switch circuit due to water damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. D4: device UDI: (B)(4).